Event description:
It was reported that a spectrum pump displayed system error 105 during biomed testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was reproduced upon start up. System error 105 was confirmed and caused by severed motor mount screws. The failed motor assembly and screws were replaced.